Event description:
It was reported that burr separation occurred. A 1.75mm rotapro was selected for the right coronary artery (rca) procedure. While the physician adjusting the rotation speed to 180,000rpm, the rotapro burr detached outside the patient. The procedure was completed with another rotapro device. There were no complications reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The burr was not returned for analysis. The advancer, drive shaft, handshake connection, and coil were visually and microscopically examined. Inspection of the device found that the coil had been kinked and stretched at the point of detachment from the burr. Product analysis confirmed the reported event, as the coil was kinked, stretched and broken.

Event description:
It was reported that burr separation occurred. A 1.75mm rotapro was selected for the right coronary artery (rca) procedure. While the physician adjusting the rotation speed to 180,000rpm, the rotapro burr detached outside the patient. The procedure was completed with another rotapro device. There were no complications reported.